Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument the white plastic (insulation) was defective, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. Upon visual inspection, there were no obvious damages to the conductor wire observed. The instrument passed electrical continuity. No pieces were missing. The complaint regarding the defective white plastic part of the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is reportable malfunction event due to the following conclusion: failure analysis confirmed that the fenestrated bipolar forceps instrument had thermal damage on the yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument white plastic (insulation) was defective. No fragments fell into the patient. The procedure was completed with no reported injury.